Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient was presented with thrombosis. The target lesion was located in the pulmonary artery. A 2mmx20mmx143cm coyote" es balloon catheter was advanced for dilation and the device was inflated at 14 atmospheres during the first and second inflation. However, upon the third inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.